Event description:
It was reported to boston scientific corporation, that a speedband superview super 7 multiple band ligator was used during a gastroscope with banding procedure (patient age, gender and weight are unknown). According to the complainant, the speedband was set up to the gastroscope and the trip wire was tightened by rotating the handle. The first band was successfully deployed; thereafter, additional bands could not be deployed. The device was disassembled and the procedure was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
A visual examination of the returned device noted that the trip wire has been wound around the axle and not the drum as defined in the dfu. The thread attached to the distal end of the trip wire is broken. There are 3 knots on the ligator thread, the remainder of the thread is missing. The proximal end of the trip wire is cinched in the slot of the handle and the handle is very difficult to rotate. The device evaluation confirmed band deployment failure. The device failure is directly related to the incorrect set-up of the device prior to use. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no additional complaints exist for the specified lot.